Manufacturer narrative:
The tandem¿s t:flex user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 100 units during the load process. Reportedly, the customer filled the cartridge with 200 units of air prior to filling the cartridge with 480 units of insulin. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully and resume insulin delivery.